Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that she was on program b upright and on (B)(6) 2015 she couldn't feel stimulation in this position. The patient was sitting in a chair, when all of a sudden she didn't feel it. The patient was at 1.7 volts and she had to increase it to 2.8 or 2.9 volts to feel it. It happened again on (B)(6) 2015. The patient was walking out of work and noticed she didn't feel stimulation. The patient had to increase the stimulation from 2.9 to 3.5 to feel it. Everything seemed fine with the other programs, and laying down worked fine. No falls, trauma or emi were reported. The patient usually didn't touch the patient programmer, but she pressed the on button to increase the stimulation when she didn't feel it. She wasn't able to know if the device was off because she pushed the on button instead of sync on the patient programmer. The patient synced the implantable neurostimulator (ins) with the patient programmer to confirm that the device was on at 3.25 volts on program b in the upright position. The patient had informed the physician of this issue. The patient was going to see the physician because the incision was not healing along the spine and there was a pin hole open in her back. The indications for use include spinal pain. If additional information is received, a supplemental report will be sent.